Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump insulin gauge was inaccurate. The customer reloaded the cartridge and the fill estimate was accurate. Blood glucose was 139 mg/dl.